Manufacturer narrative:
Device remains implanted in patient. No product was returned. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that an unknown duration post implant of a 25mm bioprosthetic aortic valve was replaced valve -in- valve by a non medtronic transcatheter aortic valve. It was reported that the reason for replacement was due to severe aortic insufficiency. No additional adverse patient effects were reported.